Event description:
It was reported that during follow-up, the device was found in back-up vvi mode. It was also noted that the patient had underwent an MRI two months prior. A successful firmware download was performed and the device was restored to normal operation.